Event description:
Dizziness, abdominal pain and cramping, excessive vaginal discharge, extremely painful menstrual cycles, heavy menstrual cycles, pain, numbness, and tingling in feet, migraine headaches, joint pain and deterioration, tendonitis, arthritis, skin rashes and infections, dry eye and skin, weight gain.